Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Device has been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Customer sent device to service repair center for complaint of error code 600.6840. Service technician noted incidental finding of melting on the top right of the case, from the ball chain of a hang tag making contact with pin 14 on the right iui. There was no patient involvement. No additional information was available.